Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4)) would not retract the autopulse lifeband (lot #unknown). No additional information has been provided. Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR #3010617000-2022-01948 for the lifeband.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) would not retract the autopulse lifeband" was confirmed during the archive review and functional testing. During the archive review, multiple (ua) 45 (drive shaft not at home position) error messages were observed around the event date. The likely root cause for the (ua) 45 error message was due to the encoder drive shaft not rotating smoothly, resulting in binding and resistance. This might have caused difficulty for the user to pull the lifeband straps completely up before turning the device on. The (ua) 45 would cause the lifeband to not retract. During visual inspection, unrelated to the reported complaint, the front cover had a crack in the front-end area. The observed physical damage appeared to be the characteristic of user mishandling. Also, related to the reported complaint, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to normal use of the device. The autopulse platform failed the initial functional testing due to (ua) 45. The encoder drive shaft was not within the normally acceptable range when the platform powered on. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).